Manufacturer narrative:
Review of the device history records support that there were no non-conformances noted during the manufacturing of the vig 2 monitor. Review of the service records indicate that there have been no prior issues requiring servicing for any reason. Evaluation of the returned monitor was unable to confirm the customer's complaint. All testing results support that the monitor is performing as expected, passing all required testing with no failures or issues. All values were within range during the one (1) week 'burn-in' testing. It is unknown whether procedural processes or a specific circumstance played a role in the customer's experience, as the fault was unable to be replicated and no other operational issues were identified.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported that during use of a vigilance ii monitor inaccurate values were displayed. Additional information was requested; however, no additional information was provided at the time of this report. No patient compromise was reported. No other system-related devices were reported as suspect. Inquired of patient demographics, unable to be obtained.